Event description:
Note: this event, as reported, did not reflect as MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used for ureteroscopy procedure performed on (B)(6) 2009. According the complainant, the retrieval basket failed to open and close after successfully retrieving two stone fragments. There was no stone in the basket when the problem occurred. The basket was removed with "no problems" and the procedure was successfully completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Device evaluation found the basket open and unable to close when operated. It was difficult to separate the wire assembly from the sheath. This section of the drive wire was inspected under a microscope revealing a thin coating on the drive wire. It is not clear what the coating is and how it got on only that section of the drive wire. Therefore, the most probable root cause for this complaint is undeterminable. (B)(4).